Manufacturer narrative:
It was unknown if the patient used any concomitant medical products.

Event description:
On (B)(6) 2013 a company representative reported that the patient was in the hospital with diabetic ketoacidosis on (B)(6) 2013. The diabetes educator stated that she thought she saw insulin in the cartridge compartment of the infusion device. The patient's blood glucose level was in the 800's mg/dl. The patient had bloused 17 times in 24 hours, for a total of 72.5 units of insulin, prior to going to the hospital. The diabetes educator does not think the infusion device was delivering enough insulin. The patient was also hospitalized with diabetic ketoacidosis on (B)(6) 2013. The infusion device was replaced. The infusion device, insulin cartridge, and adapter were requested to be returned for product evaluation.

Manufacturer narrative:
The delivery accuracy and the occlusion limits were tested within the pump drive test on the diagnosis test and meet the specification. All alarm functions were tested successful and no malfunction could be observed during the technical investigation. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.